Event description:
Information received regarding the explanted device notes that the patient reported symptoms of a general nature after pressure was put on the generator from the seat belt when the automobile brakes were applied. The lead exhibited noise on an egm.